Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 unit had patient side pressure sensor error, was confirmed by tech support. Tech support had a walk-through with the customer and revealed the following, resolution while running pm test on 8100 unit tech kept get patient side occlusion failing. Tech prefer to sent unit in for repair. Issue summary: product type: 8100 versions affected. All symptoms/system effect: module gives a occlude - patient side failure or fails patient side occlusion. Source: technical service manual bd alaris¿ pc unit, model 8015 and bd alaris¿ pump module, model 8100 steps to solve (internal). Solution/workaround summary: how to correct a patient side occlusion / occluded. Suggested messaging: are you failing patient side occlusion? High level steps/procedure: clear the occlusion. Using the applicable maintenance software: perform the patient side occlusion test; perform the calibration and/or replace the pressure sensor. Swap the pressure sensor from patient side to bottle side. Replace pressure sensor. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient side pressure sensor error on 8100 unit when try to run preventive maintenance test. There was no patient involvement.